Manufacturer narrative:
The electrodes were returned for evaluation. The evaluation of the returned electrodes concluded that the cause of the reported malfunction is due to incorrect placement of the anterior and posterior electrodes. The electrodes were physically damaged when the user was performing CPR compressions over the anterior pad placed on the sternum of the patient. Zoll's labeling instructs the user not to conduct compressions on top of the electrodes, and instructs users about the proper placement of the electrode pads, directly over the sternum. The investigation has been closed as user error. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while administering CPR chest compressions to a patient (age & gender unknown) the electrode pads did not adhere properly to the patient's skin. Complainant indicated that CPR was performed over the electrode pads and migrated up towards the patient's head. When removing the electrodes from the patient's skin after rosc, the electrode came apart and the wires were exposed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.